Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that when the needle was connected to the generator, the temperature was not displayed. The cooling water was flowing but the temperature was still not shown. Another device was used and the error was duplicated. The device was reconnected and the case was completed with the device. There was no patient injury.